Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received information that a patient with a 25mm pericardial aortic valve implanted eight (8) years and three (3) months underwent valve in valve procedure due to severe aortic stenosis secondary to calcification. The patient presented with symptom of heart failure and shortness of breath. The device was replaced with a 26mm transcatheter valve without any adverse event reported. The patient status was reported as "recovering". A 80- year-old male with history of s/p aortic valve replacement.

Manufacturer narrative:
H10: additional narratives. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.